Event description:
(B)(4).

Manufacturer narrative:
The lift has been evaluated by a hill-rom technician and the lift strap was found to have signs of multiple twists caused by incorrect lifting. No other failures were found.